Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-03088 / 825034-2016-03584). Product location unknown.

Event description:
Patient underwent a right hip revision procedure approximately one year post implantation due to unknown reasons. The modular head and acetabular components were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08492, 0001825034-2017-08519. Concomitant products: regen/rnglc+ multi 60mm sz 25 catalog#: pt-106060 lot#: 878770; e-poly 40mm +3 maxrom lnr sz25 catalog#: ep-108425 lot#: 558190; cer opt type 1 tpr sleve 0mm catalog#: 650-1066 lot#: 083520; arcos con sz d std 70mm catalog#: 11-301324 lot#: 906510; 5.0mmx40mm ti kaessmann screw catalog#: cp250313 lot#: 146600; 5.0mmx45mm ti kaessmann screw catalog#: cp250314 lot#: 778060; arcos 18x250mm intlkng dist catalog#: 11-301918 lot#: 128600. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.